Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).